Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was giving low spo2 readings. Sensors were intermittently unresponsive. There was no animal harm.